Event description:
Additional information was received from the patient clarifying the report of ¿due to where the stimulator was placed¿ by stating that it was not the stimulator but the charger they put on their buttocks/upper hip vs now they use their hand to do the charging. Steps taken to resolve the stimulator charging difficulties was they asked for just a battery without a charger for their upcoming surgery. They indicated that they needed a primary cell battery for their next implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable neurostimulator (ins) battery died "probably about a month ago" and said his reason for call was because this time around he wanted to make sure the manufacturer knew that he needed a non-rechargeable ins battery next time around. It was reviewed that getting a primary cell vs a rechargeable battery was a medical decision and patient said he understood this and that his doctor was in favor of getting a primary cell even if it meant the battery wouldn't last as long due to his naturally high settings. The patient said due to where his ins battery was placed recharging had always been difficult and uncomfortable and had only gotten worse over the life of the ins battery. Patient stated that he would end up having to charge for long amounts of time and this would result in pain around the stimulator after charging. Patient noted that now his stimulator was dead his pain was returning and was getting bad so he hoped his new doctor was able to get him in as soon as possible for a battery replacement ent. Patient mentioned that he was in the process of pre-op appointments for his upcoming battery replacement surgery but didn't know the exact date of the replacement surgery. An email was sent out to the local manufacturer's representative (rep) to further assist the patient, however the patient was redirected back to the health care provider (hcp) to schedule an actual battery replacement date.